Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was a total left knee revision. The patient had pain and was unable to get full extension.

Manufacturer narrative:
An event regarding revision surgery due to flexion issues involving a triathlon ts baseplate component was reported. The event was confirmed. Method & results: device evaluation and results: not be performed as no items associated with the event were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: based upon the fragmentary information reviewed, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: review of the device history records was satisfactory. Complaint history review: there have been no other events for this lot. Conclusions: the patient involved in this case has been unfortunate; he had cancer treatment, has issues with balance and has avascular necrosis of both knee joints which necessitated knee replacements. Following the knee replacement the patient experienced stiffness in the left knee and has undergone three revision procedures in an attempt to rectify these issues. The medical review completed concluded: based upon the fragmentary information reviewed, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation is required at this time.

Event description:
It was reported that there was a total left knee revision. The patient had pain and was unable to get full extension.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding decreased range of motion involving a triathlon insert component was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: based upon the fragmentary information reviewed, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: review of the device history records was satisfactory. Complaint history review: there have been no other events for this lot. Conclusions: the patient involved in this case has been unfortunate; he had cancer treatment, has issues with balance and has a vascular necrosis of both knee joints which necessitated knee replacements. Following the knee replacement the patient experienced stiffness in the left knee and underwent two revision procedures to rectify. The medical review completed concluded: based upon the fragmentary information reviewed, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
It was reported that there was a total left knee revision. The patient had pain and was unable to get full extension.